Manufacturer narrative:
The reported events for failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the physician noted a failure to capture and sense. The physician elected to use a replacement lead to complete the procedure. There were no patient consequences.